Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The patient stated that when powered on, the pump vibrated intermittently like the start up vibrations but without the start up sounds. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: during investigation, the pump powered up to the verify screen with auditory and vibratory features. No intermittent vibration conditions were duplicated during testing. The pump cover was removed to find no defects to the vibration motor.